Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Diagnostics revealed that the left lead was fully impeded. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the patient got their left lead replaced due to impedances and anchor replaced due to fracture.

Manufacturer narrative:
Correction: d10 - concomitant medical products and therapy dates have been corrected. Additional components potentially involved in the event include: common device name: swift-lock anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 8184320.

Event description:
It is unknown which anchor fractured.